Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve was successfully implanted at a depth of 6mm using a small flexnav delivery system. The 25mm portico valve had been sized using 3d computed tomography imaging. Reportedly, a pre-implant balloon aortic valvuloplasty (bav) had been performed using a 18mm non-abbott balloon. Deeper implantation of the portico valve was said to have been done in anticipation of a post implant dilatation because of severe leaflet calcification. It was noted that there was sufficient calcium to allow anchoring of the portico valve. The patient did not have a horizontal aorta and there was no tension in the delivery system at the time of final deployment. During interrogation of the gradient, a pigtail catheter was pulled back and was met with resistance at the annulus. Additional force (tug) was applied to pull the pigtail catheter back into the aorta. The 25mm portico valve became dislodged and migrated into the ascending aorta. The valve was not snared and did not block coronary artery or arteries the decision was made to implant a second 25mm portico valve. The second 25mm portico valve was implanted at a non-coronary cusp depth of 6mm and a left coronary cusp depth of 7mm. A post-implant bav was performed using a 20mm non-abbott balloon. The aortic gradient was taken again using a pigtail catheter and echocardiography. The patient had a pre-implant gradient of 60 mmhg and 10 mmhg post implant. The procedure was completed without further complication. Patient had a noted normal sinus rhythm prior to and after implant. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a guidewire had been placed through the valve during interrogation of the gradient, and that once the pigtail was pulled back the valve migrated. The cause of the valve migration was due to the pigtail being caught on a stent strut. There is no indication of a product quality issue with regards to manufacture, design, or labeling.